Manufacturer narrative:
On april 08, 2024, the mentor analysis lab received two devices for evaluation with the same lot designation. On april 12, 2024, mentor completed an evaluation on the returned device and determined both devices had damage associated with instrument damage. As such, the complaint device could not be identified. Resultantly, evaluations for both devices are being reported. Device a evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample determined that an area of missing material was found on the anterior aspect of the breast implant, measuring approximately 2.4 x 2.0 cm. Microscopic examination was performed on the edges of the missing material, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Device b evaluation: mentor then conducted visual inspection and microscopic examination of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery with implantation of a 750cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient was diagnosed with a deflated right breast implant by a medical professional. As a result, the patient underwent bilateral removal and replacement with 800cc mentor smooth round moderate plus profile saline breast implants on (B)(6) 2024.